Manufacturer narrative:
Patient sample was collected in a lithium heparin plasma tube and centrifuged in a power processor centrifuge for 4 minutes. Accutni calibration performed on (B)(6) 2011 passed. System check performed on (B)(6) 2011 also passed. Levels 1 and 3 accutni qc was within the customer's established ranges on the date of event. A bec field service engineer (fse) was dispatched on (B)(6) 2011 for the event. The fse replaced the particle pump and the 2 wash pumps. The fse also ran a system check and a high sensitivity system check, which passed. Although hardware issues were addressed, a clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an erroneous troponin (accutni) result within the risk stratification range for one (1) patient. The elevated accutni result was generated on a unicel dxi 800 access immunoassay system, used in conjunction with access accutni reagent (lot 110410) and access accutni calibrator (lot 023153). Subsequent testing on the same instrument produced a lower result within the normal reference range. Results are shown. The elevated accutni result was reported out of the lab. The customer was unsure if patient treatment was changed due to reported erroneous result.